Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a fit issue between the centrimag pump, lot number 10659759, and motor was unable to be confirmed as no product was returned for evaluation. A specific cause for the reported event could not be conclusively determined. The centrimag pump would not be returned as it was discarded. The relevant sections of the device history records for centrimag blood pump, lot number 10659759 (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag ventricular assist device (vad) instructions for use (IFU) (rev. E) is currently available and provides the following warnings and cautions: IFU warning #5: integrity of the components in the perfusion system must be carefully and constantly monitored before and during use. IFU caution #9: ensure the centrimag vad is properly locked into the motor per the directions for use supplied with the motor. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. The sections titled ¿blood pump setup and operation (for vas use)¿ and ¿blood pump setup and operation (for ECMO use) instruct to inspect the complete system; do not use a malfunctioning or damaged system. These sections also provide instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the centrimag vad on the centrimag motor, remove the blood pump from the inner tray and insert the blood pump into the motor receptacle. Place the bottom of the blood pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the blood pump with the fittings on the motor receptacle. Rotate counterclockwise until the blood pump locks securely into place. Thread the retaining screw clockwise to secure in place. The centrimag vad must be fully seated into the receptacle to function properly. Note: if the centrimag vad is not properly seated an alarm ¿pump not inserted¿ will be displayed on the centrimag console display. The section titled ¿emergency backup equipment¿ states that a back-up sterile centrimag vad must be available. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an issue with inserting the centrimag pump on the motor during set up of the device. The motor worked fine with the training loop and would not be returned. There was a delay in procedure due to the event. The customer had to insert the pump into several motors and try to see if it would fit. There was no adverse impact to the patient reported.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.